Event description:
It was reported that during a laparoscopic tubal procedure, the trocar was losing co2 and hissing. This was the primary trocar; the scope was being taken in and out through the case. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing?" Yes hissing. Was there a drop in pressure? Unknown however if there was it was very minimal. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Trocar. Was a device inserted in the trocar during the leaking? 5mm scope. Was any torque being applied to the trocar or device? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.